Manufacturer narrative:
An investigation concluded that no curve abnormalities are noted and background and baseline levels appear normal on the cobas liat run. The most likely cause for the discrepancy observed is due to the samples having a low viral load where results can waiver, the off-label collection, sample handling, and differences in testing platforms. The difference between the cobas liat system and the cobas 6800/8800 system is in the dual-target design of both systems. The 6800/8800 sars-cov-2 test detects orf1a/b and e gene reported through two separate channels. The cobas liat test detects different regions of the orf1a/b along with the n gene of the sars-cov-2 where detection of either or both targets is considered a positive sars-cov-2. As such, results with one assay may not be reproducible with a different assay.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results when testing with the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The initial test was performed on the cobas sars-cov-2 qualitative assay on cobas 8800 and generated a positive for target 1 (sars-cov-2) and positive for target 2 (pan-sarbecovirus) result. The same sample was repeated with the cobas sars-cov-2 & influenza a/b for use on the cobas liat system and generated negative results for all three targets (sars-cov-2, influenza a and b). Both results were reported. No harm is alleged. Per FDA guidance for eua, 1 MDR is being submitted.